Event description:
It was reported that, during the end of the procedure, a "straight shot" was deployed from the device and went into the surgeon's finger. The doctor is fine and the surgery was completed.

Manufacturer narrative:
The returned sample was evaluated and found to be within specification. Performance testing of the returned sample resulted in the deployment of complete q-rings both when test fired into open air and into a test pad. Reported event could not be reproduced.